Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular capture threshold was elevated. All other electrical parameters were stable. The patient was stable and will continued to be monitored remotely.